Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), infection ("infections") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a vaginal hysterectomy with bilat salpingectomy). Essure was removed. At the time of the report, the perforation, hypersensitivity, menstrual disorder, infection and pelvic pain outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event 'personal injury' replaced with events: perforation by the device, allergic reaction, menstrual issues and infections, product information added from summon. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device/perforation (fallopian tube(s))"), neoplasm malignant ("tumor / teratoma / cancer type: cancer") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. A33565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included hyperthyroidism and morbid obesity. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to march 2016 for genital bleeding as well as paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back area") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced mental disorder ("psychological or psychiatric problems condition: psychological"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and nausea ("nausea") and was found to have neoplasm malignant (seriousness criterion medically significant) and uterine leiomyoma ("fibroid in uterus"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (a vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, neoplasm malignant, hypersensitivity, menstrual disorder, infection, uterine leiomyoma, mental disorder, nausea, dysmenorrhoea, back pain, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, mental disorder, nausea, neoplasm malignant, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events: depression, mental anguish and genital hemorrhage were added. Event onset date of fatigue was updated. Event onset date was added. Concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device/perforation (fallopian tube(s))") and neoplasm malignant ("tumor / teratoma / cancer type: cancer") in a 42-year-old female patient who had essure (batch no. A33565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included hyperthyroidism and morbid obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain lower back area"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced mental disorder ("psychological or psychiatric problems condition: psychological"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), uterine leiomyoma ("fibroid in uterus") and nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (a vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, neoplasm malignant, hypersensitivity, menstrual disorder, infection, uterine leiomyoma, mental disorder, nausea, dysmenorrhoea, back pain and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, mental disorder, nausea, neoplasm malignant, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received. New events added- patient didn¿t undergone essure confirmation test, abnormal bleeding (vaginal, menorrhagia), fibroid in uterus, psychological or psychiatric problems condition: psychological, nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: cancer, pain lower back area and fatigue. Event verbatim was updated as perforation by the device/perforation (fallopian tube(s)) and pt was updated to fallopian tube perforation. Event outcome of persistent pelvic pain and abnormal bleeding (vaginal, menorrhagia) was updated as recovered/resolved. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by the device/perforation (fallopian tube(s))'), neoplasm malignant ('tumor / teratoma / cancer type: cancer') and genital haemorrhage ('heavy bleeding/general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. A33565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included hyperthyroidism and morbid obesity. Concomitant products included ethinylestradiol;norgestimate (sprintec) from december 2012 to march 2016 for genital bleeding as well as paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back area") and fatigue ("fatigue"). In february 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury "). In february 2015, the patient experienced mental disorder ("psychological or psychiatric problems condition: psychological"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and nausea ("nausea") and was found to have neoplasm malignant (seriousness criterion medically significant) and uterine leiomyoma ("fibroid in uterus"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), infection ("infections"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (a vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, neoplasm malignant, hypersensitivity, menstrual disorder, infection, uterine leiomyoma, mental disorder, nausea, dysmenorrhoea, back pain, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, mental disorder, nausea, neoplasm malignant, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding quality-safety evaluation of ptc: unable to confirm complaint (B)(6) 2019: plaintiff fact sheet document received, event abdominal pain, bladder/urinary problems and outcome were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device/perforation (fallopian tube(s))") and neoplasm malignant ("tumor / teratoma / cancer type: cancer") in a 42-year-old female patient who had essure (batch no. A33565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included hyperthyroidism and morbid obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain lower back area"). In january 2014, the patient experienced fatigue ("fatigue"). In february 2015, the patient experienced mental disorder ("psychological or psychiatric problems condition: psychological"). On (B)(6)-2016, 3 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), uterine leiomyoma ("fibroid in uterus") and nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (a vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, neoplasm malignant, hypersensitivity, menstrual disorder, infection, uterine leiomyoma, mental disorder, nausea, dysmenorrhoea, back pain and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, mental disorder, nausea, neoplasm malignant, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.